Manufacturer narrative:
A single cl2100 chemolock port was returned for investigation. No mating cl2000s chemolock injector was returned to evaluate with the cl2100 chemolock port. There were no visual anomalies or damage noted with the cl2100 chemolock port assembly. The cl2100 chemolock port was pressure leak tested and met pressure leak expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed. The lot review cannot be performed due to unknown lot.

Manufacturer narrative:
The device investigation is pending.

Event description:
The event involved a chemolock and the customer reported that there was visible leaking between chemolock injector and chemolock port. The medication that was used was 5fu (fluorouracil) and the product was used for 2 days and 10 hours. The chemo spill was cleaned up per facility protocol and a spill kit was used. It was unknown if there was chemo exposure to the patient, healthcare provider or any other person. There was patient involvement, no adverse event, no one was harmed as a result of the event and no delay in therapy.